Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the ventricular leadless pacemaker (lp), it was noted that the patient experienced bradycardia. The lp was recovered and upon review, it was noted that the helix was bent. Following the recovery of the lp, the patient was put on a temporary pacing wire while externally pacing and it was then noted that the patient's heart rate rose and the blood pressure dropped. Echocardiogram was performed and revealed a perforation, cardiac tamponade and pericardial effusion. A pericardiocentesis was performed and the patient was in recovery with stable vitals. The patient passed away.

Manufacturer narrative:
B2: date of death should be on (B)(6) 2026 and h6: component code should be catheter.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.